Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 800 mg/dl. It was stated that the customer was going to have surgery. Advised the caller to remove the insulin pump during any procedures involving high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currentl, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.